Manufacturer narrative:
H10: a philips authorized service provider (asp) evaluated the unit and confirmed cbit error code in diagnostic report (drpta). The asp determined blower assembly replacement was necessary. The blower assembly was replaced. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from customer reporting the error 1122 (cbit) indicating blower temperature high occurred on the v60 ventilator. It is unknown if the device was in clinical use at the time of the reported event. There was no report of patient/user harm. The investigation is ongoing.